Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-03-02. H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sticky matters on cap surface and tube body with the incident lot was observed. Evaluation of the customer samples was performed and it was determined that the substance found on the tube was gel. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and non-biological. This occurred on 6 occasions during use. The following information was provided by the initial reporter: ¿some sticky matters were found on the surface of the cap and tube body. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and non-biological. This occurred on 6 occasions during use. The following information was provided by the initial reporter: ¿some sticky matters were found on the surface of the cap and tube body.¿